Event description:
It was reported that during a lap bariatric procedure, the device was being fired across the stomach with the third reload. During the process of firing the device locked. The anvil of the device clamped down on the cartridge and would not release. The surgeon tried the release buttons and it still would not release. He also tried pulling the firing trigger but it would not move. The knife blade was not completely back and the surgeon was able to slide the device off the tissue. The device is still in the locked position. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.